Event description:
It was reported via repair work order that the siderail would not lock upright due to siderail damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail would not lock upright due to siderail damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated user facility information.